Event description:
It was reported that during the procedure via the radial access site, after pre-dilating a heavily calcified, concentric, 90% stenosed, 30-millimeter (mm) in length de novo lesion in the mildly tortuous 3.0mm diameter proximal left anterior descending (lad) coronary artery using a 2.75x15 nc trek rx balloon dilatation catheter (bdc) via inflation to 15 atmospheres (atm), a 2.75x33 rx xience prime stent was implanted in the lesion. The same 2.75x15 nc trek rx bdc was then advanced without resistance to perform routine post-dilatation of the implanted stent. However, during the 2nd inflation, the balloon ruptured at 18 atm. The nc trek rx bdc was withdrawn from the anatomy without resistance and post-dilatation was completed using a non-abbott non-compliant balloon without issues. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: athlete premium; guide catheter: taiga sal1; stent: 2.75x33 rx xience prime. Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.